Event description:
It was reported that patient presented with discomfort due to phrenic nerve stimulation (pns) which was caused by the left ventricular lead. The lead was capped and replaced on (B)(6) 2025. The patient was discharged.